Event description:
The affiliate reported: a patient gets external ventricular drainage by means of a bactiseal evd (external ventricular drainage) catheter connected to a codman 82-1731 eds-3 drainage collection system. Each time the content of the drip chamber is drained towards the collection bag the stopcock, between the drip chamber and the collection bag, is closed. Immediately afterwards, during a short time an excessive suction from cerebral spinal fluid (csf) out of the ventricles is recorded. They closed the drip chamber stopcock before draining the csf out of the drip chamber into the collection bag. Also, when the system stopcock to the patient is closed and the drip chamber stopcock to the bag is open, csf drains very difficult into the collection bag.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
An eds iii was returned for evaluation, to codman (B)(4). The investigation of the eds iii did not confirm the problem reported by the customer. The lot number is unknown, product code 82-1731. The supplier determined that the root cause of the complaint could not be verified. The eds iii was returned without the collection bag. The eds iii was visually inspected and it was noted that biological debris has come into contact with the filter inside the burette, biological debris was also noted in the tubing and at the bottom of the burette. The eds iii was set up as per IFU a new collection bag was attached. The burette was filled up to the 20ml mark with purified water. The same process was applied to a new eds iii. Both burettes were opened at the same time, it was noted that the complaint eds iii flow slightly slower than the new eds iii, this is possible due to the filter (on the complaint eds iii) with the burette filter coming into contact with biological debris, but this could not be determined. When the burette was empty and the stop cock in between the burette and the collection bag was closed off, the system stop cock was opened and flowed into the burette was normal. No over flow was noted. Review of the history device records was not possible as the lot number was unknown. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.